Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture management showed high output in the right ventricular chamber. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure right ventricular (rv) lead positioning difficulties and displacements were observed. The lead was repositioned and successfully implanted. It was also reported that post implant the patient experienced deep breathing and coughing and that the rv lead exhibited intermittent loss of capture, missing p-waves and high thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event. 16 jun 2020 it was further reported the lead was reprogrammed. It was further noted the high outputs were impacting battery longevity on the implantable pulse generator (ipg) and there were impedance changes with the rv lead.